Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and passed all relevant testing. The receiver log was downloaded and reviewed. The receiver log contained an inaccuracy within the investigation window. The customer complaint was confirmed because there was an indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.